Event description:
Pt reported that the expiration date, printed on the strip vial, was incomplete. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.